Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report rec'd indicates that the implants show signs such as marks and scratches the most likely came from implantation and removal. On the rod at the area of the t2 screw as well as on the bottom side of the t3 locking cap, signs of abrasion were noticed. Review of the production history revealed that the screw and locking cap were manufactured according to specification. The catalog number and lot number of the rods are not known, therefore, the production history cannot be reviewed. During final tightening, the screw heads may not have been perpendicular to the rod and may have resulted in post operative applied forces causing the screw head-fit to change and loosening of the construct.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: pt had a correction of idiopathic scoliosis level t2 - l1 in (B)(6) 2010. It was discovered the locking cap at level 2 has loosened from the pedicle screw and the rod luxated on an unk date. Pt was returned to operating room on (B)(6) 2012, hardware was removed. During the removal, it was noticed the locking cap at level t3 was loose also. It is not known if the pt was revised to any new hardware. No further info is available. This is 6th of 6 reports for this complaint. Previously there were only 5 reports submitted on this event. This report includes an add'l device for a total of 6 reports.